Event description:
Placing 24g IV catheter, blood return noted but unable to advance catheter. Catheter would not slide off the needle. Catheter and needle removed and needle had punctured catheter approximately 5 mm from tip. Catheter was bent where needle went through.